Manufacturer narrative:
Qn#(B)(4) UDI# (B)(4). The customer returned an opened cvc kit, including one arrow raulerson syringe (ars), guide wire assembly, catheter, and dilator, for analysis. No definite signs of use were observed. Visual analysis of the ars revealed no obvious defects or anomalies. The returned sample was functionally tested with a lab inventory introducer needle per the instructions-for- use provided with this kit. The IFU states, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was able to draw and aspirate water with and without the introducer needle. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. "The freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed and revealed no relevant findings. The customer report of a leaking ars could not be confirmed through the investigation of the re-turned sample. The ars passed all relevant functional and additional testing. Therefore, based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md that while trying to puncture the vein with the raulerson syringe, air came into the syringe. The procedure was completed using a new product." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, the md that while trying to puncture the vein with the raulerson syringe, air came into the syringe. The procedure was completed using a new product." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".